Event description:
The cadiere forceps instrument was identified in central processing to have a broken tip and one side of the jaw missing. Intuitive surgical, inc. (Isi) completed follow-up with the customer and obtained the following information: the robotics coordinator could not provide when the instrument was last used. Per customer, the reported issue was identified during/after cleaning the instrument in sterile processing decontamination. The customer explained there was no report of fragments falling into a patient and there was no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.211" x 0.662" was found to be broken off the yaw pulley. The broken piece was not returned.